Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The complaint is reported as: the customer (physician) alleges that the device was not measuring an accurate measurement while in use on a patient. The blue indicator was very loose. The device was changed out for another. No patient harm reported.